Event description:
Additional information was received which noted that the patient continued to have symptoms. A surgical revision was performed. Lv noise, loss of lv capture, and lv impedance measurements of greater than 3000 ohms were observed via the pacing system analyzer (psa). Fluoroscopic imaging did not reveal any lead damage or lead issues; however, a lead fracture was suspected. The physician elected to keep the lead implanted and reprogram the device. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements which intermittently increased to above 3000 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.